Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received, clinical evaluations was able to find substantial evidence to support the following event. It was confirmed that patient had developed a sac growth, and a el2 at the lumbar and ima. Device was explanted on (B)(6) 2017, and patient in stable condition post explant. In addition, patient had an el1b at the rcia (right common iliac artery). Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the loss of seal was posterior angulation of the right common iliac artery (anatomy-related). Cautionary product use conditions of patent lumbar and inferior mesenteric arteries contributed to the type ii endoleaks (procedure-related). The resulting sac growth resulted in an explant and conversion. Other procedure-related issues included new EKG changes and a\ new onset of atrial fibrillation that was successfully medically controlled and treated prior to discharge. The patient was discharged home on the 7th post operative day. The review of manufacturing lot confirmed all devices met specifications prior to release. The lot usage history shows one other pr with the same issue for endoleak type 2 (pr7535). The following components were evaluated by direct observation of physical device: two a34-34/c100-o20v and one ba25-120/i20-40. The evaluation result for all devices did not supported the reported type ii endoleak, all three devices are in good condition with no visible signs of damage or defect. The type 2 endoleak cannot be confirmed from the device since it's not a device related failure. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. (B)(4).

Manufacturer narrative:
The devices involved in the event will has not been returned for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially treated with an afx bifurcated and vela suprarenal device on (B)(6) 2017. Approximately nine (9) months post-op the patient presented for a routine follow-up. It was observed that there was an enlargement of the aneurysm and a type ii endoleak. The physician elected to explant the device on (B)(6) 2017. Upon explant, the physician noted that there were no holes observed on the device but there were multiple patent lumbars and inferior mesenteric artery. No additional patient sequalae has been reported.